Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. It has been over eight years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The reported b30 alarm was attributed to corrosion on the plug unit due to water leakage. Additionally, the investigation identified more reportable malfunctions: there was corrosion observed on the micro connector unit of the scope connector due to water leakage. Due to damage on the bending tube, the joint section between bending tube and distal end is not secured. Based on the results of the investigation, a definitive root cause could not be established for the malfunctions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.

Event description:
It was reported that the bronchovideoscope had the error message b30. The event was found during inspection for use, set up in room. No patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.